Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with critical pump error due to moisture damage on electronic assemblies. Unit unable to verify frozen screen, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that they were not able to clear the alarm and program insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.